Manufacturer narrative:
The plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The blood leak was visually observed in the dialysate compartment of the dialyzer; and it was confirmed to be internal only. A blood test strip was not used to test for blood in the dialysate. No visible damage was observed on the dialyzer. The patient completed treatment after being re-setup with new supplies on the same machine. The patient¿s estimated blood loss was not provided. However, it was confirmed there was no patient injury or harm, and the patient did not require any medical intervention. No sample was returned for evaluation because the device contained residual blood.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a dialyzer blood leak occurred fifteen minutes into a patient¿s continuous renal replacement therapy (crrt). Blood leaked from the blood compartment into the dialysate compartment of the device, and the machine alarmed appropriately with a blood leak alarm. There were no adverse effects due to the event. Actions taken included the discontinuation of treatment. No further details were provided in the initial reporting. The sample was said to be available for evaluation.

Manufacturer narrative:
Plant investigation: the complaint sample was not available for physical evaluation and no meaningful pictures were provided for review. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. Although all dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can still occur in very few cases. A review of the device history records (DHR) revealed there was no indication of any relationship with the reported failure mode. All products were found to be conforming to specifications. Based on the available information, the reported complaint was able to be confirmed.

Event description:
The blood leak was visually observed in the dialysate compartment of the dialyzer; and it was confirmed to be internal only. A blood test strip was not used to test for blood in the dialysate. No visible damage was observed on the dialyzer. The patient completed treatment after being re-setup with new supplies on the same machine. The patient¿s estimated blood loss was not provided. However, it was confirmed there was no patient injury or harm, and the patient did not require any medical intervention. No sample was returned for evaluation because the device contained residual blood.